Event description:
This is being filed to report the chordal damage requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and grasping attempted however due to the thick chordae under the leaflet, grasping was difficult. The cds was retracted to the left atrium (la) when a ruptured chordae was noted. There was no evidence of entanglement with the clip and leaflet or chordae noted. The clip was implanted on the lateral side of p2. The second cds was advanced and placed on the medial side of p2 as treatment for the ruptured chordae. After deployment, the clip orientation slightly changed. The clip was stable therefore the procedure was completed with the mr reduced to 2+. Several days post procedure the mr was noted to have increased to 3+. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the difficult leaflet grasping appears to be due to a combination of procedural conditions and challenging patient anatomy. The reported poor imaging is due to challenging patient anatomy. A cause for the reported tissue injury could not be determined. Additionally, the reported patient effect of unspecified tissue damage is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.